Event description:
Additional information received: the patient¿s dose was reduced by the health care provider (hcp) and no further complaints were reported.

Event description:
It was reported that the patient experienced an overdose. The patient had symptoms of legs being flaccid and being unable to control urination. Reporter stated that it was believed the symptoms began on (B)(6) 2012. Per the manufacturer device registry and provided information, the patient was a recent implant on (B)(6) 2012. The healthcare provider (hcp) ordered the pump to be turned to a minimum rate for an MRI. It was noted that following the MRI no motor stall was noted in the logs. The reason for the MRI was not provided. It was noted that the patient had presented to the emergency room. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. Product ID 8590-1, lot # n336177, implanted: (B)(6) 2012, product type accessory.